Manufacturer narrative:
Result: malfunctioning foot right load cell.

Event description:
It was reported by service report that the scale was not reading correctly. No pt involvement or adverse consequences were reported.